Event description:
It was reported the patient is experiencing swelling and bloating over her body that started post implant (exact date unknown). The patient was seen by her general practitioner; however, the cause of the swelling could not be determined. The patient was also seen by a cardiologist and was diagnosed with sinus tachycardia. The patient was then seen by a nurse practitioner who suspects an allergic response to the materials in her scs system. The patient is currently working with her physician to determine the next course of action. No further information is available at this time.

Manufacturer narrative:
(B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.